Manufacturer narrative:
H3: pending investigation. D10: 3564809-02-010-03-0240 - logic cr femoral cem, left, sz 4 3883850 - 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t 3952000 - 02-012-49-4011 - logic cr tib insert slope++, sz 4, 11mm 3928517 - 200-02-35 - three peg patella 35mm. 3564809 - 02-010-03-0240 - logic cr femoral cem, left, sz 4 3883850 - 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t 3928517 - 200-02-35 - three peg patella 35mm. H7: z-0021-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2014. The patient returned to the surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled poly implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs. A full revision. The patient was revised on (B)(6) 2024. The poly and patella implant were swapped. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2024-00152.